Event description:
(B)(4). It was reported that death occurred. In (B)(6) 2013, patient underwent coronary angiography and subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 70% stenosis was 8mm long with a reference vessel diameter of 2.5mm. The lesion was treated with direct stent placement of a 2.50x8mm promus element¿ plus stent, resulting in 0 % residual stenosis. One day post procedure, the patient was discharged on aspirin. In 2014, the patient expired. The cause of death is unknown.

Manufacturer narrative:
Death date: 2014. Event date: 2014. Device is combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that in (B)(6) 2014, the subject was hospitalized to another facility with complaints of productive cough, shortness of breath and fever. The patient was also found to have, leukocytosis and sleep apnea and middle lobe pneumonia of right lung, for which antibiotics were initiated. Throughout the hospitalization, her clinical condition and laboratory work as well as x ray suggested that the subject had exacerbation of copd. X-rays of the chest was ambiguous for subtle signs of chf. The patient was discharged four days later on c-pap. Eight days later the patient presented to ER with complaints of abdominal pain. An EKG revealed no acute process/ischemia. On the same day a chest x-ray revealed chf, vascular congestion and cardiomegaly with no significant changes from previous report. Subject was suspected to have uti and relevant culture tests were advised. Later that day the subject was discharged home on ciprofloxacin, and was asked to follow up after 2 days, culture results were awaited. The following day the patient presented to the ER with complaints of dyspnea which is unchanged since a couple of days. The patient's comorbidities include asthma, bronchitis, chf. Subject was treated using duoneb and was discharged home. Later that day 911 was called by the patient's family stating that the patient was not breathing. On arrival of ems CPR was initiated. In spite of the measures there was no pulse and no respirations. The patient expired at home. Per ER notes, the immediate cause of death was cardiac arrest. Per the principle investigator note ¿it is impossible to identify the specific cause of death because patient had so many co-morbidities. It is apparent that the patient died of a cardiac arrest, however it is unclear if the cardiac arrest is a result of complications of copd, sepsis or chf.¿ no autopsy was performed. Cec adjudication results indicated a possible stent thrombosis occurred per arc definition.

Manufacturer narrative:
(B)(4).